Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was found unconscious by his friends who called the paramedics. When the paramedics arrived the customer was tested on their device with a result of 1.1 mmol/l. Customer was treated by the paramedics with "sugary drinks." Approximately 90 minutes later, the paramedics tested the customer on their system and obtained a result of 3.9 mmol/l. At an unspecified time later, the customer was tested again on the paramedic's system with a result of 5.0 mmol/l. One minute later the customer's mobile system read 11.0 mmol/l. No adverse event due to the device reported. Patient has recovered and is currently fine. Manufacturer requested return of suspect product for evaluation.